Event description:
A customer reported a malfunction on their pump, identified by a specific malfunction code, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report back if the issue reoccurs.